Manufacturer narrative:
(B)(4). Event evaluation - this historical complaint is being filed under 21 cfr part 803 as part of a retrospective review of complaint files. Neither the device or imaging were returned to assist with this investigation. Multiple attempts were made for additional information, however were unsuccessful. The device was reported to be universa firm ureteral stent, however an exact part number or lot number were not provided. The device was reported to be observed in a knot during the scheduled removal of the device. The product in this case is manufactured in accordance with manufacturing instructions and inspected in according to quality control specifications. The appropriate manufacturing controls are in place assuring functionality and device integrity prior to shipment. As the lot number was not provided. A review of the device history record could not be completed. The product IFU in this case states: "individual variations of interaction between stents and urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested." Based on the provided level of information for this case, a definitive root cause can not be determined at this time.

Event description:
The multi-length stent knotted during previously scheduled removal. The user facility does not have any images or the stent. The user facility did not place another stent. The stent did come out but was very difficult and knotted. There was no adverse event to the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.